Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿bad fit with connector". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the temperature foley catheter leaked intermittently over the past 6 months. Also, the customer stated that the leakage occurred on 07dec2020. And the balloon was not symmetrical when the foley was removed and reinflated outside the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed

Event description:
It was reported that the temperature foley catheter leaked intermittently over the past 6 months. Also, the customer stated that the leakage occurred on (B)(6) 2020. And the balloon was not symmetrical when the foley was removed and reinflated outside the patient.